Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient received a bolus for blood glucose (bg) this morning for breakfast of 3.5 units. The reporter stated that when he went attempted to give an additional carbohydrate bolus the pump alarmed exceeds max two hour limit. The reporter stated that the patient did not receive any other bolus except for one around midnight. Troubleshooting with customer support indicated that the time and date were correct on the pump. The bolus history was reviewed and found that a bolus of 5.1 units has been delivered at 9:10am. The reporter stated that no one had programmed that bolus to be delivered. The reporter denied any tactile changes to the keypad. The bg was 9.9mmol and then rechecked and it was 4.6mmol. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. Troubleshooting indicated that the total daily dose indicates bolus was delivered as well and the bolus history shows no other ghost boluses in history. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
Follow-up #1: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the pump bolus history confirmed that a bolus was given on (B)(6) 2013, at 9:10 am for 5.10 units. During testing, the pump was exercised for 24 hours without any unprogrammed boluses being delivered. An audio bolus and a normal bolus were performed and were accurately recorded in the pump history. The keypad buttons were tested and confirmed that all buttons were responding normally with no hypersensitive buttons. Unrelated to the complaint, the display screen was found to be discolored; the display screen was replaced and the display returned to normal.